Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error code occurred on the external pulse generator (epg) and that the dial knob malfunctioned. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer comment. Rate and ventricular 'output' knobs are hard to turn. Contamination between the rate knob, ventricular output control knob and the keyboard. Could not confirm customer comment of error code occurred. No error was seen on device. Keyboard is contaminated. Two knobs are contaminated. Upper and lower case halves are broken. Both bail covers are broken. One bail is missing. Failed incoming testing. Battery removal. Main printed circuit board (pcb) is out of specification (electrical). Liquid crystal display (lcd) is leaking. Lcd is out of specification (mechanical). Needs update(s), lcd screw, and o-ring. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. All salvage material used was visually inspected and functionally tested. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.